Event description:
It was reported that this implantable pacemaker entered in safety mode. A replacement procedure was scheduled for the near future. This device was explanted and replaced. This device is not expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.